Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on stapling cystic duct stump in a laparoscopic cholecystectomy procedure, the stapler reload misfired, half fired and got stuck. Staples fell into patient cavity and the surgery was extended 30 minutes or more but not that much. The instrument was removed by pulling the black knob in high pressure. Reload gone and stapler not used after that, to check whether its working or not. After the misfiring, clips used for the ligation of the duct.